Event description:
The device separated while in the pt, but there were no adverse effects to the pt.

Manufacturer narrative:
During our examination of the device, it was discovered that the flared proximal end of the sheath was no longer seated in the cap, confirming the report; however, we were not able to determine the root cause of this event. We are aware of the potential for separation and measures have been previously taken in an effort to address this matter. Since a lot number was not provided, at this time we are unable to determine with certainty when the complaint device was mfg. Our quality control dept confirms the correct sheath connecting cap and that the flare is caught securely in the cap assembly 100% prior to further processing. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.